Event description:
During a correlation study a patient sample gave reproducible positively biased troponin I results. The magnitude and direction of the bias, if the event were to occur in a diagnostic setting, may lead to inappropriate physician action. There was no report of patient harm as a result of this event.